Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown glenoid, unknown, unknown, unknown head, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01034, 0001822565-2018-01033.

Event description:
It was reported that the patient underwent left total shoulder arthroplasty and has experienced pain and swelling since the procedure. Following self-home therapy, the patient's middle finger tingles and becomes numb. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.